Manufacturer narrative:
The customer¿s meter and strip were returned for investigation. The returned meter and strip was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.2 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 55%, donor 2 hct: 51%. Testing results: donor 1: retention meter with master lot strips: 3.1 inr, customer meter with customer strips: 3.3 inr. Donor 2: retention meter with master lot strips: 2.1 inr, customer meter with master lot strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 28631921. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28632021. At 07:16 am the result from the meter was >8.0 inr with strip lot 28631921. The customer questioned the result. At 07:27 am the result from the meter was 5.6 inr with strip lot 28632021 and the customer was advised to withhold coumadin for 2 days. At 11:41 pm the result from the meter was 7.1 inr with strip lot 28632021. A different finger was used for each measurement. There was no adverse event. The customer was stable. The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no medication changes, and no symptoms of high inr results. The customer's therapeutic range was 2.0 - 2.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.